Manufacturer narrative:
Manufacturing record evaluation (mre): a manufacturing record evaluation was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during service/repair, it was determined that the device failed for impactor operation assessment. It was determined that the impactor was not impacting every cycle- internal movement but there was no impact on every cycle. It was further determined that no visual damage was observed, the impactor device accepted and locked the attachments, and the anvil extended and retracted. It was determined that the battery latch handle locked in place and accepted the battery device. It was observed that the device did not function as intended. The forward can was checked, and it was determined that the piston locking tab and screw were loose. The piston was allowed to unscrew from piston driver, resulting in the inability of the tool to create the vacuum required for correct operation. It was determined that the piston retaining tab and screw backed out of the drive piston resulting in the failure. The piston could not extend and retract correctly while disengaged from the piston driver. The assignable root cause was determined to be traced to manufacturing, which is a design issue. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number and complete address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the gears of the kincise surgical impactor device were making grinding noises. It was further reported that the device would not fire consistently. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.